Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a low battery alert and then her pump turned off. Her blood glucose was unknown at the time of the incident. The customer said that she replaced the batteries once, then one more time and the pump still did not turn on. The call was disconnected and troubleshooting for the blank display was not performed. The pump is not returning for analysis.